Manufacturer narrative:
Additional information added to b5.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and the non-boston scientific right ventricular (rv) lead exhibited a high out of range shock impedance of 179 ohms. It was noted there have been abrupt increases in shock impedance. Technical services (ts) suspected a spring contact issue or an early onset of a fracture. Ts recommended an in-office visit to evaluate lead integrity. This ICD remains in service. No adverse patient effects were reported. Additional information was received from the field. The lead integrity was assessed in office. There was no evidence of a spring contact issue.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and the non-boston scientific right ventricular (rv) lead exhibited a high out of range shock impedance of 179 ohms. It was noted there have been abrupt increases in shock impedance. Technical services (ts) suspected a spring contact issue or an early onset of a fracture. Ts recommended an in-office visit to evaluate lead integrity. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.